Manufacturer narrative:
(B)(4). Visual inspection of the returned device found that the working length was kinked in several locations at the distal section of the device. The handle cannula was found broken and kinked. The broken area of the handle cannula showed evidence of kinking. No other issues were noted. Based on all available information, it is likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and integrity. Handling and manipulation of the device during its use can result in kinks/bends in the device. This condition would cause friction between the components at kinked/bent areas leading to an improper distribution of the force applied to the handle through the device, which could have kinked the handle cannula. Continued attempts to open the basket resulted in breakage of the handle cannula. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, on the second attempt to remove stones, the basket failed to open. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The investigation results revealed that the handle cannula was detached; therefore, this is now an MDR reportable event.